Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support and during a cassette change, the automated impella controller (aic) would not recognize the purge disk. A new cassette was used, however the issue did not resolve. The aic was exchanged, and the issue was resolved. There was no patient harm reported.

Manufacturer narrative:
Console logs from the reported day of event were inconsistent with complaint and did not show any entries indicating active support. Prior logs were obtained from the cloud, but were incomplete and did not show the moment of purge disk not being detected. Inspection of the console revealed broken disk detect flag, which was consistent with reported events. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.